Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button intermittently becomes stuck down and unresponsive. Customer's blood glucose level was not impacted. Reportedly, the button was functioning as intended at the time of the call. Customer stated that they will continue to use the pump for insulin therapy.